Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm alarm went off, showing a reading of 44 mg/dl. He did not have a fs meter available to confirm the value. He treated with carbohydrates every 15¿20 minutes, such as sugar-sweetened coke or glucose tablets. After approximately 45 minutes to an hour, he passed out. When he regained consciousness, his dexcom reading had not changed from the previous value. He called 911, and when emergency medical services (ems) arrived, his blood glucose was measured at 500 mg/dl. He cannot recall his cgm readings at that time and was unsure whether any medication was administered by ems. He was transported to the hospital. At the emergency room (ER), his blood glucose was tested again, showing 550 mg/dl, while his cgm continued to display 44 mg/dl. He was admitted overnight due to injuries sustained from passing out, including bleeding and torn skin that required three stitches. The patient stayed more than 24 hours at the hospital. Upon discharge, the patient reported feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the emergeny room, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.